Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-16. H.6. Investigation summary a device history review was conducted for lot number 2912231 there is no issue while manufacturing. 1 sample was returned to sbdm. Based on ir analysis, sbdm indicated the fm is same component with material of rubber port in the vial (poly(isoprene) which is a natural rubber). From investigation, sbdm suppose that the spike was pierced through the rubber port, fragment of rubber port separated and then it flowed into the i.v set line. It might be occurred when too sharp injection hole in the spike tip is pierced too soft vial rubber. As per korean standard and specification of medical device, the IV set has filter installed at the end of line before the adapter rubber. As the filter size is 75 (200 mesh), there is little possibility that foreign matter can flow into human body.

Event description:
It was reported that the IV set an115 23g 1in bp experienced foreign matter in the fluid pathway which was noted during use. The following information was provided by the initial reporter: there is white foreign material in the IV set tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the IV set an115 23g 1in bp experienced foreign matter in the fluid pathway which was noted during use. The following information was provided by the initial reporter: there is white foreign material in the IV set tube.